Event description:
The polysorb "pop-off" sutures used for the case broke off during use in the patient's abdomen. The broken piece was unable to be located. Xray was negative for foreign body. FDA safety report ID # (B)(4).